Event description:
During troubleshooting for an unrelated alarm, it was found that there were some small air gaps in the patient line. There was nothing noted with the setup that would cause or contribute to the air in the patient line. The technical service representative (tsr) instructed the caregiver (cg) to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.